Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss of an unknown length of time occurred. Data was evaluated and the allegation was confirmed as signal loss over an hour. The probable cause of the signal loss was determined to be the patient closing the mobile app. The reported event of signal loss of an unknown length of time is reportable based on the finding of signal loss over an hour. No injury or medical intervention was reported.